Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause was not determined. The healthcare provider refused return of the explanted devices per protocol, and the devices will not be returned. The rep has no additional information.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported a fractured lead. They reported they were moving in a chair earlier in the year and then felt intermittent stimulation until stimulation finally went off permanently resulting in a return of pain, despite charged battery. The ins was not currently charged so it could not be interrogated to run impedance check. Patient wants MRI compatible lead and new ins since in surgery already. The issue is ongoing, but the rep reported they would submit any new information that becomes available. The cause was not determined.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6); implanted: (B)(6) 2008: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 03-nov-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.